Manufacturer narrative:
Sample collection and centrifugation data were not provided. The instrument was also having calibration problems with other analytes: tpm, phosm, and crem. Qc was within range before the event. Bci field service engineer (fse) recalibrated phosm lamp, replaced leaking phosm syringe, mc sample probe, collar wash and mc sample syringe. Fse also calibrated mc chemistries and ran qc. Repairs were verified per established procedures and results met published performance specifications. System validation is documented in customer qc record.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the synchron lx20 analyzer generated erroneously low albumin (albm) results for eight (8) patients. Results were not reported out of the lab. Repeat testing generated higher results and patient reports were amended with these results. No change ot patient treatment or diagnosis was reported.